Event description:
During transportation of the pt from the x-ray department to the ICU, the compressor in the dual drive console (ddc) stopped functioning. The pt was supported using the emergency hand pump, when the user noticed that the compressor power plug had dislodged from its receptacle. The plug was reinserted, which corrected the problem and the compressor resumed functioning. There was no reported effect on the pt. Thoratec is in the process of investigating this failure. Any necessary corrective action will be determined upon completion of this failure investigation.